Event description:
It was reported that during explant of the rv lead due to high hv lead impedance, the physician removed the ICD out of the pocket with forceps. Once the device was removed telemetry was lost. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory. The cause of the rf telemetry issue was found to be due to crc error detections originating from the rf module. The high voltage lead impedance measurements were normal when the device was tested on the bench.